Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2015. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not attach a mini cap when they disconnected to go to the bathroom in the middle of the night. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. Six days after hospitalization, the patient was discharged from the hospital and had recovered from the peritonitis. The patient had been retrained on aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.